Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the entire device was explanted and the entire device was replaced including with 4.0 cuff. Upon explant the physician identified fluid leakage. No additional information was provided.